Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had air/water leakages. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover was detached, had a chip, and had a crack; due to wear of the angle wire, bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; due to damage on the air/water tube, air and water supply volumes did not meet the standard value; due to clogging of the nozzle, water removal ability did not meet the standard value and the lens surface could not be sufficiently cleaned; the adhesive around the objective lens was peeled; the objective lens had a scratch; the acoustic lens was damaged; there was a chip in the adhesive area between the acoustic lens and ultrasound probe. It is unknown if the cleaning, disinfection, and sterilization (cds) reprocessing was performed by the customer before the device was sent to olympus for repair. Additionally, it is unknown if reprocessing was conducted in accordance with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU) in 'chapter 6 compatible reprocessing methods and chemical agents' and 'chapter 7 cleaning, disinfection, and sterilization procedures.' Olympus will continue to monitor the field performance of this device.